Manufacturer narrative:
E1 - initial reporter establishment name :(B)(6). Date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported damaged external light glass involving an olympus camera head. There was no patient injury reported.